Event description:
On (B)(6) 2020, the patient called lifescan (lfs) us alleging that their onetouch verio iq meter read inaccurately high compared to their feeling and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged issue occurred on (B)(6) 2020 at 10:00. The patient claimed obtaining a blood glucose reading of "180 mg/dl" with the subject device which they felt was inaccurately high compared to how they were feeling. The patient manages their diabetes with a combination of oral medication (metformin, dose not specified) and insulin (type and dose not specified; however, patient stated that they usually take "two pumps per day") and advised the cca that as they believed their blood glucose was "ok", they did not take insulin. At around 10:45 that day the patient started "shaking", "had foggy vision" and felt "very weak". The patient self-treated these symptoms with orange juice to raise their sugar level. Once the symptoms had alleviated the patient called their doctor to explain what had happened and the doctor reportedly recommended replacing their meter. During troubleshooting, the patient confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca also noted that the patient did not have control solution available to perform a quality control test. A replacement device was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose reading on the subject device.